Event description:
It was reported that during burring, handpiece jamming error occurred. Hit dismiss and recalibrated. Then the same error occurred. Hit dismiss again and a "handpiece error" notification popped up. No back-up needed to complete surgery but several cuts beyond expected were made. Delay of less than 30 minutes and no patient injuries were reported.

Manufacturer narrative:
The device used in treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A review of the returned log files found multiple ¿over current¿ errors had occurred. Over current errors in the log files are presented as ¿handpiece exposure motor control failure¿ messages on the navio system. The error can only be cleared by rebooting the system, and is indicative of an issue in the siu firmware that randomly causes the handpiece error message. This error is not indicative of an issue with the handpiece. A functional evaluation was performed and the reported problem was not confirmed. A case was created where the handpiece calibrated, homed, and performed correctly in exposure and speed modes and no issues were found with the handpiece. No clinical/medical documentation has been provided for this investigation, therefore, a thorough clinical/medical investigation could not be performed. The surgical technique guide released at the time of the complaint (500197 rev b) provides a ¿recovery procedure guidelines¿ table that provides guidelines for recovering to a fully manual procedure in the event of an unrecoverable hardware failure. The navio surgical system user¿s manual released at the time of the complaint (500196 rev c) provides instructions for handpiece troubleshooting as well as guidance to perform handpiece homing and calibration. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the navio handpiece and failure mode(s) "error message(s)" identified similar events. The most likely cause of this event is the failure within the siu. This failure is an identified failure mode within the risk file. No additional risks were identified as a result of the reported event. No further actions are required at this time.